Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the introducer needle detached from the applicator upon removal of the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. A photograph was provided for evaluation. The confirmation of a detached introducer needle could not be determined. A root cause cannot be determined.